Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cap did not close, and it came off quickly. According to the user facility, there were no infectious disease reported due to the result of the event. There were no patient harm or adverse events reported.

Manufacturer narrative:
H3: two opened packages of the product were received for evaluation. No defects or anomalies were noted during physical inspection. The returned syringe samples and filter-pro devices did not function as intended, and the complaint was confirmed. The suspected cause is that the silicone material migrated past the luer and when the filter-pro was attached, seeped onto the housing luer causing a loose connection. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A device history review found no discrepancies or anomalies relevant to the complaint.